Manufacturer narrative:
The suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. Furthermore, there is a hairline crack through the ceramic insulation and traces of rust. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. However, the reported phenomenon may be related to a CAPA, which led to the material of the ceramic insulation at the distal end for resection sheaths being changed as of october 2010. Given the age of the instrument and the type of damage determined the cause of the damage and the breakage of the ceramic insulation is most likely thermal overload in combination with wear and tear and inappropriate reprocessing methods. The "instructions for use" (IFU) define the compatible cds methods and clearly state to check the item, especially its ceramic insulation insert, before each use with respect to e.g. Damages or functionality and to replace it if necessary. Thus, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified resection procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient¿s bladder. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.